Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included iin this report. The suspect device was not returned for evaluation; therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.

Event description:
It was reported by the customer that they are having issues with the biosentry plug working with the 20g corvocet device. The ir mentioned he did not screw the adapter to the coax, did not hydrate, and went to deploy within seconds of opening and attaching to the introducer. After the case was still having issues pushing the plug out of adapter even when removed from the coax.